Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-03436 and 1627487-2013-03437. It was reported, the patient experiences heating at her scs ipg pocket site while charging her scs system and while using system stimulation. It was also reported, the patient experiences a shocking sensation when turning on system stimulation. Additionally, it was reported, the patient is experiencing redness and swelling at her scs ipg pocket site. A replacement charging system was sent to the patient. No additional information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.